Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that he faced bent cannulas due to which he experienced high blood glucose level. The infusion set was inserted on upper buttocks. Therefore, customer took off the site, hook the tubing up on an old site that is still in the body and resumed insulin. His highest blood glucose level was 393 mg/dl at the time of incident. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.